Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported they had an angio-seal device that did not deploy. When they pulled the device back to set the anchor, it did not catch and the entire device came out. It was reported that it looked bent. Blood loss was reported to be less than 250cc. There was no patient injury or medical intervention required. The procedure outcome was positive, and the physician was able to hold pressure. It is unknown if any other equipment or other devices were used with the angio-seal device.

Event description:
Additional information was received on 7/24/18. A post neuro ir procedure was being preformed on the patient prior to the use of the angio-seal device. A pre deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional event information in the section, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.